Event description:
It was reported that since the patient had liposuction in his lower back he has had a loss of therapeutic effect and stimulation in his lower back. The patient was at home. Further information is being requested from the hcp.